Event description:
The customer reported that the system displayed a system error followed by the loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was found to be working and put back into service.